Manufacturer narrative:
Per standard procedure, the pump was sent for external CT scan. All investigation steps were made with the four-eye principle. Per the customer request, only non destructive testing was performed. The CT scan revealed an air cushion between the middle-layer and the blood-side layer of the triple-layer membrane. Disruptions were detected in the air-side layer and the middle layer of the triple-layer membrane. The blood-side layer is intact. In addition, abrasion of the middle layer and air side layer was noticed. The cause of the disruptions in the air-side layer and the middle layer of the triple layer membrane was most likely due to an abrasion between the layers. As a result of a very small disruption of the air side layer in the contact area to the stabilization ring, air got in between the membrane layers and formed an air cushion. This led to a reduced pump performance (incomplete filling and emptying).

Manufacturer narrative:
The excor blood pump, s/n (B)(4), was in use by the patient from (B)(6) 2020 until (B)(6) 2020 (96 days). We have reviewed the production records of the excor blood pump, s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. A detailed investigation report will be provided as soon as it is available once analysis is completed. After the patient was placed on a centrifugal pump, a CT scan showed no acute neurological event, but a possible global hypoxic event. According to the site report, the patient expired on 5/7/2020 while connected to the centrifugal pump.

Event description:
Berlin heart inc was informed by the site on (B)(6) 2020 that a patient in the lvad configuration had desaturated and had to be intubated and required ventilation. The pump was 100% fill and ejection before intubation. After intubation, the blood pump was not fully ejecting. The patient was then placed on ECMO. The patient was then placed on a centrifugal pump. Later that day, the site reported the patient had developed a blown pupil.